Event description:
The pt experienced hypoglycemia which required the administration of glucagon. The pt reported that the pump emitted loss of prime warning, and he inadvertently administered excess insulin by priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump was returned to animas for evaluation. An eval of the history revealed loss of prime warnings which could not be duplicated. Analysis demonstrated that the pump was operating within required specifications and delivery accuracy. The pt reported that he inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs user to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind/prime sequence.